Manufacturer narrative:
The exact age of the patient is unknown, however, it was reported the patient was over 18 years. Additional contact: dr. (B)(6). (B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an uphold (tm) lite with capio slim device was used during an anterior vaginal repair procedure performed on (B)(6) 2018. According to the complainant, during the procedure, when the physician was trying to load the dart into the capio carrier, the physician reportedly pushed the suture too hard and the suture broke outside the patient. The procedure was completed with another uphold (tm) lite with capio slim device. There was no consequence or impact to the patient. The patient's condition after the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that an uphold (tm) lite with capio slim device was used during an anterior vaginal repair procedure performed on (B)(6) 2018 . According to the complainant, during the procedure, when the physician was trying to load the dart into the capio carrier, the physician reportedly pushed the suture too hard and the suture broke outside the patient. The procedure was completed with another uphold (tm) lite with capio slim device. There was no consequence or impact to the patient. The patient's condition after the procedure was reported to be stable.

Manufacturer narrative:
The exact age of the patient is unknown, however, it was reported the patient was over 18 years. Additional contact: dr. (B)(6). Problem code 2907 captures the reportable event of dart detachment. A visual examination of the returned mesh assembly revealed that the suture, including the dart, on one dilator was broken/detached near the proximal end of the dilator tip, confirming the complaint. The detached suture, including the dart, was returned. There were tool marks on that dilator tip. The capio slim suture capturing device was not returned. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. Based on the information available, it is likely that the broken suture resulted from excessive force when the user was loading the suture's dart into the carrier of the capio slim suture capturing device. Therefore, the complaint investigation conclusion code selected is adverse event related to procedure, which indicates that the adverse event occurred during the procedure and the device had no influence on event.